Manufacturer narrative:
(B)(4). The customer returned one single-lumen catheter for evaluation. The catheter contained obvious signs of use in the form of biological material. After the device failed functional testing, the catheter was microscopically examined. A small slit was found in the catheter body adjacent to the hub. The appearance of the slit was consistent with the catheter coming in contact with a sharp object (needle, scissors, scalpel, etc.). The total length of the catheter measured to be 7.76" which is within specifications of 7.5625-7.8125" per product drawing. The outer diameter of the catheter body measured to be 0.067" which is within specifications of 0.067-0.069" per product drawing. The inner diameter of the catheter (measured from the proximal hub) measured to be 0.043" which is within specifications of 0.041-0.043" per product drawing. This indicates that the wall thickness measured as expected. The returned catheter was initially flushed to ensure no blockages were present. The distal end of the catheter was then clamped, and water-filled lab inventory syringe was used to pressurize the catheter. A small leak was detected adjacent to the hub. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not suture directly to the outside diameter of the catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The customer report of a catheter leak was confirmed by functional testing of the returned catheter. The catheter contained a small slit adjacent to the luer hub, which is damage consistent with the device coming in contact with a sharp object. The sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: the connection between the catheter of the white head and yellow head is cracked and easily leaks blood. The device was removed.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the connection between the catheter of the white head and yellow head is cracked and easily leaks blood. The device was removed.